Event description:
A tmj revision surgery due to pain and swelling was reported.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Based on the receipt of the operative records additional information was identified. During the revision surgery one of the screws was unable to be fully explanted due to heterotopic bone. The part number of the screw is unknown, therefore a supplemental report was submitted for each of the mandibular screw part numbers used in this case. The operative records state the mandible was stable and functioning and was removed only to allow for the new fossa to be implanted. Supplemental report two of two for the same event, reference 1032347-2014-00083-1.

Event description:
A revision surgery was performed to implant a new fossa which had been removed approximately 5 months ago (report 0001032347-2013 -00226) due to trauma. The operative report states the patient had increasing pain on the right side, which was not reduced by her current pain management regimen. Although the mandible was functioning and stable, it had to be removed in order to allow placement if the new fossa prosthesis on the right side. Once dissected down to the joint itself, there was marked fibrosis and scarring in the glenoid fossa region, it was felt there was a possible neuroma. The tissue was excised within the glenoid fossa and sent for pathologic diagnosis. Four of the five screws were removed from the mandible, however the superior fifth screw had some heterotopic bone over it and was unable to be removed with the screwdriver alone. A 1mm fissure burr was used to come underneath the prosthesis and severe the screw and leave the bony portion of the screw in place and just remove the screw head itself. A new fossa implant, mandibular implant, and screws were implanted.